Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen underneath the lcd display screen. Customer's blood glucose reading was 65 mg/dl. Nothing further reported.

Manufacturer narrative:
Moisture damage was found on the keypad traces. No moisture damage was noted under the display screen, electronic assembly or motor. The insulin pump had a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.